Manufacturer narrative:
The unit was not returned for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
An adverse event report was received from a user facility in (B)(4) indicating that the patient developed what is described as thermal burns to the inner thigh/knee area following a liposonix treatment in an off-label manner. The report states that there were 4 treatment zones and that the patient had blisters and discomfort that required intramuscular demeral (meperidine). The patient also required the application of "artificial skin" as part of the burn treatment. The physician indicated that during the treatment process there were no device errors.

Manufacturer narrative:
The rtc hand piece was returned for evaluation. The visual examination found several pin holes in the membrane and edge. The membrane plastic is also wrinkled and deformed. The rtc handpiece passed 3 service tests. Due to the damage of the membrane, the hand piece will be disposed. Based on all information, no causal factors can be determined and no conclusion can be drawn.